Event description:
Defibrillator would not produce a pacing current. According to the biomed technician, the defibrillator had a bad connection which was made at the time of manufacturing. It was repaired and checked out and returned to use. No adverse effect to pt.